Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display. Customer's mother reported replacing the battery several times, but the display would not return. The customer's mother also stated that the customer's blood glucose level had been climbing since the night before the call. Blood glucose level at the time of the incident was 404 mg/dl. Customer's mother stated that the high blood glucose level was treated with a manual injection. Customer's mother reported that the insulin pump was dropped within the last several months when the customer fell off of her bike. The customer's mother also reported that the customer was recently put on medication for bronchitis, which may be causing the high blood glucose levels. Blood glucose level at the time of the call was 545 mg/dl. During troubleshooting, customer's mother stated that a large air bubble was in the tubing. The customer's mother was able to prime out the air bubbles. The device will not be returned.